Event description:
It was reported the patient had their stimulator turned off because it was ¿shorting out or something, I can¿t remember.¿ it was noted the ¿device was no longer working properly.¿ it was noted the patient was unsure when this occurred. Follow up reported the physician did not know how long the stimulation device had been off. It was noted it had been many years. The physician noted there was no device issue or malfunction. The patient had not been getting therapy benefit. The patient did not want to have another surgery so they decided to turn the device off and leave it implanted. Due to conflicting information from patient and physician it was unclear whether or not the device was "shorting out."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3487a, lot# n22251, implanted: (B)(6) 1997, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer. (B)(4).